Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer also reported that insulin pump had low battery alert..customer was treated with the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, operating currents, selftest and off no power test. No unexpected low battery alarm noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.